Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of a navigation integrity for egps engineering evaluation could not verify a system malfunction. Investigation of the logs was unable to determine a root cause due to insufficient information. The user did not submit case logs for investigation. The user reported instruments on the screen were not matching what they were seeing live on the patient, and they misplace their l5-r screw. Preoperative merges that contain shifts can cause navigational integrity issues and can lead to the misplacement of screws. The user must verify the merge before proceeding with navigation. Additionally, the user acknowledges that they will perform an anatomical landmark check to ensure navigational integrity before proceeding with navigation. Per the core spine design failure mode and effects analysis severity is anticipated to be temporary/reversible, occurrence is anticipated to be occasional and detectability is anticipated to be very high this equates to an overall anticipated risk level of low. In the last months there have been complaints related to a misplaced implant that required an immediate correction. These repeat complaints occurred during approximately core spine cases, equating to an observed occurrence of the severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Had a good merge with 0 shifts. When landing end effector on trajectory the instruments on the screen were not matching what the we were seeing live on the patient. Reimaged the patient and still had no shift. Nav still looked off at the top of the construct but dead on lower screws. Still missed our l5 right screw. Sending logs.